Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown patella. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02392.

Event description:
It was reported patient had left total knee arthroplasty on unknown date 20 years ago. Subsequently was revised due to pain, swelling, and instability. The poly, which was loose, fragmented and had wear. The patella button was worn and loose with tendon damage. The poly and patella were exchanged without complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the provided photo found the bearing is worn with pieces of the poly missing. The devices were not returned for further evaluation and additional photographs were not provided. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review found pain, swelling and instability of the left knee. Asymmetric poly wear with loose poly fragments. Synovitis with synovectomy. Patella was found worn and loose with tendon damage and cyst removal. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: ve189064 - bearing - 64469193. 141205 - locking bar - 074990. 184788 - patella - 739370. 110035368 - biomet bc r 1x40 us - z34aal030.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty approximately 10 years ago. Subsequently, the patient was revised due to instability. The poly was exchanged for thicker as poly. Attempts have been made and no further information has been provided.